Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. The instrument was analyzed and it was found to have a loose grip cable at the proximal end. As a result of the loose grip cable, the instrument failed initialization test and jaws did not open nor close properly. The instrument passed engagement tests but failed initialization on all attempts. A review of logs indicated that instrument had a homing failure. Additional observations: the grip torque on the instrument was found to be outside of the expected range, indicating that vse exhibited low torque during use, which typically results in a sealing malfunction. The instrument failed the hard grip force test when placed on in-house system. The hard grip force test failure on vse instrument is due to a loose grip cable in the proximal end. The probable root cause of this loose cable is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument was found to have an unknown failure. The procedure was completed with no reported injury.